Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
Device 1 of 4. Reference MFR report#1627487-2016-02793; reference MFR report#1627487-2016-02794; reference MFR report#1627487-2016-02795. The patient received two swift lock anchors with the same lot number. It was reported the patient was admitted to the hospital due to swelling at the ipg pocket site. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted due to infection. Reportedly, the patient is currently in intensive care due to an unrelated medical issue.